Event description:
It was reported that the patient had a right shoulder arthroplasty. Subsequently, the patient was revised due to glenosphere dissociating from the vrs. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110030776 cr 40mm glenosphere std cocr 65311886; 115399 comp rvs cntrl 6.5x45mm st/rst 853360; 110031402 mini tray std cocr +3 offset 65163610; 110031427 cr vivacit-e 40mm brng std 65164149. Report source: foreign- australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h1, h2, h4, h6, h10 reported event was confirmed by review of radiographs. Review of the available records identified the following: right reverse tsa with separation of the glenosphere and associated dislocation of the glenohumeral joint. Bony fragments are seen in the joint space, possibly evidence of a fracture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d10, g3, g6, h1, h2, h3, h6, h11. D10: pn: 115399 ln: 853360 comp rvs cntrl 6.5x45mm st/rst. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned taper adaptor identified the device returned shows signs of use and wear and tear. The post of the taper adaptor has some galling and some gouges on the exterior diameter. There is also damage and bio-debris around the threaded area of the post. No product was returned or pictures provided of the baseplate; visual and dimensional evaluations could not be performed. Devices are used for treatment. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right shoulder was revised due to glenosphere dissociating from the vrs and the central screw loose or backing out. No additional patient consequences were reported.